Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the investigation results, cloud (the cloud image due to internal moisture was observed), could not be identified. The root cause of the subject was unable to be specified since the actual product was not sent. Presumably, it was caused by breakage of the image sensor unit due to stress of use, external factors, or handling of the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited cloudiness. There were no reports of patient involvement.